Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08680 inches. No unexpected pump error 63 alarms or pump error 4 alarms noted during testing however, pump error 63 alarm and pump error 4 alarms are confirmed in the downloaded history file due a software error. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert, low battery alarm, or power loss alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had off no power alert without low battery indicator. The insulin pump turned off with no previous battery alarm. The insulin pump alarmed multiple error alarms. Customer reported they were able to clear the alarm. Fill cannula was recorded in daily history. The insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Occupation has been updated and provided with this report in section e3. Report source has been updated and provided with this report in section g2. Health effect clinical code has been updated and provided with this report in section h6.component codes have been provided with this report in section h6.initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.